Event description:
The customer reported that the system displayed image quality problems.

Manufacturer narrative:
The ge svc rep was unable to duplicate the problem, however, after several attempts, one of the images was a bit greenish. He proceeded then to remove the covers. The rep reseated the boards and video cables, blow out dust, and tested. Unit is now working as intended.